Event description:
Customer called to reported a leak in the reservoir of the insulin pump. Customer is unsure if the leak is past the 1st or 2nd o ring. However, it was reported that no fluid was found in any part of the pump. Customer's blood glucose reading was 423 mg/dl. Troubleshooting was done. Customer will change the set and monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.